Event description:
Healthcare professional reported right side implant found ruptured during explant surgery. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device removal.

Event description:
Healthcare professional reported right side implant found ruptured during explant surgery. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. Additional observations: white encapsulation observed on the device. Creases were observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 16/nov/2023.

Event description:
Healthcare professional reported right side implant found ruptured during explant surgery. Device has been explanted.